Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mis-handling; appeared that the device was dropped. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the ¿tip was bent¿ on the craniotome device. The event was discovered in biomed. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.